Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 42 mg/dl; cause was not known. Customer tried to address the low bg by consuming carbohydrate. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Bg was treated intravenously with fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.